Manufacturer narrative:
Based on the claim against the product by the customer noting the front part of the fenestrated bipolar forceps instrument was damaged, an investigation was completed to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: there was no visible damage to the instrument. However, there does appear to be residual blood/biomaterial at the base of the grips. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the front part of the fenestrated bipolar forceps instrument broke and fell inside the patient during a da vinci assisted procedure. The customer retrieved one piece during same procedure but was not able to locate all fragments. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer found a foreign object inside the patient's anatomy. Upon checking, the front part of the fenestrated bipolar forceps instrument was damaged and the customer suspected it was from the instrument. The customer was not able to locate the remaining pieces. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no further reported issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer used the instrument for about 2 hours to dissect tissue, then the instrument broke and the fragments fell into the patient. The customer retrieved one fragment during the same procedure and performed an x-ray but was not able to locate the remaining fragments because they were plastic. No additional surgical procedure was performed. It was unknown what caused the breakage to occur because the instrument did not collide with any hard materials or other instruments and the fragment did not fall during an instrument tip / accessory collision. The surgeon did not notice any issues with the functionality of the instrument. In addition, the instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on the claim against the product by the customer noting the front part of the fenestrated bipolar forceps (fbf) instrument was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have an ear of the distal clevis broken. Failure analysis found the primary failure of broken distal clevis to related to the customer reported complaint. One of broken pieces was returned. The broken piece that was not returned, measuring roughly 0.099¿ x 0.104¿ in size. Common causes of the failure mode broken instrument distal clevis are typically attributed to mishandling/misuse, such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The complaint regarding damaged front part was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.